Event description:
Pt reported an alleged leak with a lap-band device, saying it was "leaking from the tubing, not at the port and not from a hole in the tubing. It is leaking out of the y connection." The event was first noted when "all of a sudden" the pt had "no restriction in the band." The device remains implanted at this time.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the partial implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number or model number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."